Event description:
A customer reported to baxter (B)(4) an interlink continu-flo solution set in which the side interlink was not able to be accessed. It is unknown when this condition occurred. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
A customer reported to baxter (B)(4) an interlink continu-flo solution set in which there was an incomplete white ring around the port. It is unknown when the alleged defect was observed. There are no reports of patient involvement, patient injury, medical intervention, or adverse events related to this report. No additional information is available. Upon further investigation it was determined that the reported condition could not cause or contribute to a death or serious injury if it were to recur.